Event description:
The hcp reported that approximately 5 weeks post implant, the patient returned with signs of an infection; cellulitis over the pump pocket and purulent drainage. A culture was taken (date not reported) and was positive to methicillin resistant staphylococcus aureus (mrsa). The patient was treated with unspecified intravenous antibiotics. The pump was explanted. The pump was used to deliver compounded baclofen and hydromorphone. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.